Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on september 08, 2023, with lot number#: 1459470. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as surgical impact opening (shell thickness within specification). Additional observations: observed, non penetrating nicks on the device. Observed, stress marks on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.